Event description:
It was reported a 6f angio seal device was used post carotid angioplasty 35 days ago. The patient returned complaining of leg discomfort . The patient had made previous complaints regarding the legs prior to the angio-seal deployment. The phsysician decided to have the angio seal deployed leg imaged by ultrasound. Vessel stenosis was identified. An angioplasty confirmed a long segment stenosis of the common femoral artery and stenosis in the profunda trunk. The proximal profunda artery was clear of disease. The angioplasty of the common femoral artery was successful and the procedure included athrectomy using cutting balloons and the fox hollow device. The physician stated stenosis was caused from peripheral vascular disease and not the angio seal.

Manufacturer narrative:
No product was returned for evlauation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angio seal device instructions for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angioseal device instruction for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.